Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated in order to remove the ra lead, the rv lead had to be sacrificed at extraction. The rv lead was extracted without incident or performance issue and replaced without complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited noise and declining impedance. It was also reported that during the removal procedure of the associated device, the right ventricular (rv) lead was compromised and had to be removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited noise and declining impedance. It was also reported that during the removal procedure of the associated device, the right ventricular (rv) lead was compromised and had to be removed. No patient complications have been reported as a result of this event. The ra lead was explanted and replaced.